Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected pump error 24 noted during testing. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarm noted during testing. Unit received with cracked retainer, cracked battery tube threads, pillowing keypad overlay, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an alarm for a power failure detected on the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were assisted with clearing the alarm. They were able to clear the alarms and program the insulin pump. However, the insulin pump did not pass the self-test and the alarm recurred. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.